Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic holmium laser lithotripsy procedure in the ureter, performed on (B)(6) 2023. During the procedure and inside the patient, it was noticed that the stent was deformed and could not be delivered. Another polaris ultra ureteral stent was opened and used successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was buckled.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder coil and shaft was buckled/accordion. The suture and the positioner were not returned. During the functional test, a mandrel of 0.036'' was used and passed through the stent successfully without resistance. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis, the evidence found were problems that could possibly be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was used, such as excess of force applied over the device during the procedure, these conditions could have contributed to the failure. This could affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic holmium laser lithotripsy procedure in the ureter, performed on (B)(6) 2023. During the procedure and inside the patient, it was noticed that the stent was deformed and could not be delivered. Another polaris ultra ureteral stent was opened and used successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was buckled.